Event description:
The guidewire went through the catheter wall during placement.

Manufacturer narrative:
The product implicated is a 4.0 fr catheter in an intermediate tray. The implicated product is a 4.0 fr catheter with the flushing stylet in place. The complete assembly measures 24.7 inches long. A slight kink is noted in the stylet wire 6.4 inches proximal to the catheter's distal tip. A lot history review reveals no related mfg issues and no similar complaints for this lot. Patency of the catheter with the stylet in place is demonstrated by flushing and aspirating water with a 10cc syringe. Leak testing is accomplised by occluding the catheter's distal tip and hydraulically pressurizing the lumen to sustained pressures greater than 25 psi (the stylet remains in place during leak testing). A small leak is noted approx 0.1 inch proximal of the stylet wire's distal tip (0.9 inches proximal to the catheter's distal tip). Under 10x - 63x magnification the leak is determined to flow from a pine hole in the clear portion of the tubing. A short threadlike foreign body adheres to the inner diameter in the same location as the leak. This foreign body may be silicone material dislodged by the wire as it was pulled back into the tubing lumen following its penetration of the catheter wall. Magnified views of the leak as the lumen is slowly pressurized does not reveal any specific details regarding the hole. However, a small water bubble is observed developing on the tubing outer diameter during pressurizaiton. Attempts to aspirate the bubble back through the tubing wall are unsuccessful. Retraction of the stiffener stylet wire from the catheter is accomplished without difficulty. Tactual examination of the catheter tubing is unremarkable. Tactual examination of the wire is remarkable only for the kink noted earlier. Microscopic examination of the kink is unremarkable. Microscopic views of the stylet reveal a rounded distal tip without irregularities. The kink may have resulted if the tubing lodged against the vessel wall during a troublesome placement and continued pressure had been applied attempting to force the device beyond an unseen anatomical obstruction. The complaint of the stylet wire puncturing the catheter wall is confirmed. It should be recorded as user-related. Documents in the complaint file describe the incident as the "guidewire poked through the catheter." No further info is provided. The kink in the stiffener stylet suggests that the user encountered difficulty threading the catheter into the pt's vein, causing the guidewire to puncture the catheter wall while advancing the device against an anatomical obstruction (eg vessel wall). This is related to user technique and the pt's vascular anatomy.